Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), lot: 3450532. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2022-05980. It reported that patient experienced an infection and lead migration. As a result, surgical intervention was undertaken wherein the entire system was explanted at unknown date to address the issue. The investigation did not determine which lead migrated.